Event description:
Additional information was received from the pt. Pt noted the nurse practitioner informed the pt the headache was due to the anesthesia not flowing well during surgery so they switched the anesthesia from the right hand to the left hand and they believe that cause the headache. Pt noted the diarrhea was caused by some type of antibiotics and the acid reflux was due to their history of acid reflux and they were given a liquid prior to surgery. Pt noted the pain was from the headache. The issues were not from the ins. Pt was given tylenol for the headache, they were given probiotics for the diarrhea, and they were provided with acid reflux medication. The issue is not resolved because they still had headaches every day since the surgery. Additional information was received from the pt. It was reported that the nurse claimed the anxiety was because of the surgery. However, pt stated the anxiety was because they were having trouble breathing unrelated to the implant. .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that since their surgery they have been having headaches, diarrhea, acid reflux, and sharp pain in their neck. Caller stated they got an appointment with their surgeon at 10:15am today. Agent walked caller through using the controller; stimulation was on but intensity was set at 0.0. Caller turned stimulation off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023 the patient (pt) reported they met with an hcp, and the pt believes the position of their head, and placement of needle in right arm caused their headache and strain on neck caused the pt to have breathing problems prior to removal of battery. Pt reported the hcp recommended they take probiotics for the diarrhea, anxiety, swollen right arm. The neck position may have caused their headaches. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.